Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An export ap aspiration catheter was intended to be used. The lesion associated with the event was located in the proximal cx, and was severely tortuous, with 95% stenosis. No damage noted to packaging. No issues removing the device from the packaging as per IFU. The device was inspected and prepped per IFU with no issues. No resistance encountered when advancing the device. No excessive force was used during insertion/delivery. It is reported that after the device was inserted into the patient it was noted that the marker band was noted to be missing. The device was then removed and a new device used. The marker band was not found. No patient injury reported.

Manufacturer narrative:
Additional information: the physician panned to see if they could locate the marker band in the patient but it was not found. Product analysis: as received that catheter appears undamaged, the wire lumen and tip appear undamaged. The distal marker band is missing from the catheter tip and not received with the catheter. The proximal end of the wire lumen is undamaged indicating the marker was not ripped out during wire looping. The very tip of the catheter does not show damage that would indicate the marker was pushed out through the tip from proximal to distal. Closer look at the tip shows a tear in the tip material where the marker band has been ripped out of the side of the tip. There is a protrusion in the tip material from the inside out at the distal end of the tear indicating wire puncture. If information is provided in the future, a supplemental report will be issued.